Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose. The customer's blood glucose level at the time of hospitalization was 450mg/dl. The customer was treated with insulin drip and released the next day. It was reported that the customer needed emergency supplies. Nothing is being returned at this time, and the customer is being sent out the supplies.